Event description:
Parent reported pairing and sensor session has been successful and was able to get a readings within 4hours. And after 4 hours the receiver is asking again for pairing code

Manufacturer narrative:
(B)(4).